Manufacturer narrative:
The device has no previous service events; therefore, a service history review is not required, and a review of the device history record was performed. The device history record (DHR) review did not identify any issues during the manufacturing of the device that may be related to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of false air in line alarm was able to be reproduced. A review of event history log revealed air-in-line! Error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor reading out of range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line when there is no air present during an unspecified process in the biomed service department. There was no patient involvement. No additional information is available.